Event description:
Pt experienced decreased therapeutic effect from the intrathecal administration of morphine. Dye study revealed 3 holes in the catheter. Severed catheter found upon entry for revision. Distal end of catheter lost in pt. Pt has experienced no symptoms from lost portion of catheter and has been doing better since therapy with intrathecal morphine administration with a new catheter.